Event description:
Patient reported that with his last box of v-go 40's, patient had 6 v-go's where the needle button popped out prior to completion of it's 24 hour period. The patient stated that with 3 of these v-go's in question, the needle button did not lockout and he was able to press it back down and tape it. The patient mentioned that with 1 other v-go, he was able to press the needle button back down and the needle button locked back into place. The patient was advised to replace with a new v-go if the needle button pops out in the future.